Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was duplicated. When omsc inserted the cleaning brush which was asset of omsc into the subject device, white fibriform foreign material and viscous white foreign material adhered to the cleaning brush. As a result of analysis of component, the white fibriform foreign material was cellulose, the viscous white foreign material was composed mainly of fluorine. Therefore, there was the possibility that the user might have used extremely shaggy towel or gauze, and its fiber might have entered as white fibriform foreign material into the subject device from the suction cylinder and/or the instrument channel inlet. Also, there was the possibility that medical agent might have been used during the procedure and/or reprocessing, it might have remained as viscous white foreign material in the suction channel and/or the instrument channel due to the insufficient cleaning. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the foreign material remained inside the channel when the user cleaned using the cleaning brush (bw-20t). There was no report of patient injury associated with the event.